Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon investigation the charger/modem was resetting. The cause for the resets was isolated to corrupted flash memory programming. The root cause for the corrupted programming could not be positively identified. No adverse event resulted from the corrupted programming. The patient received a replacement battery charger/modem.

Event description:
Upon review of a (B)(6) male patient's flag files, zoll customer support reported battery charger faults. The patient was contacted and issued a replacement battery charger/modem.